Event description:
During in-house testing at the beckman coulter inc. (Bec) site it was discovered that the hemoglobin (hgb) bath assembly top had dried clenz leaking out of a warped top in the unicel dxh 800 coulter cellular analysis system. The user was wearing personal protective equipment (ppe) consisting of lab eye glasses, gloves and a lab coat at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. Patient results were not affected from this event.

Manufacturer narrative:
The hgb bath assembly was replaced. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).